Event description:
In 2007, the lay user/patient contacted lifescan (lfs) another country alleging the one touch ultra meter was giving inaccurately high readings. The patient takes novorapid insulin on a sliding scale three times per day, and 34 units lantus insulin in the evening. The pt holds her insulin dose if her blood glucose readings is <50 mg/dl. She said she primarily based her insulin dose on the readings from the reported, one touch ultra meter. She has a back-up non-lfs meter, which she only used "lately" due to her concern with the reported meter readings. The pt said she often has hyperglycemia followed by hypoglycemia. She said she had hypoglycemia at various times during approx two months earlier. She could not recall the specific date she experienced the symptoms of dizziness, feeling faint, sweating and blurry vision while riding on a bus. She could not recall her specific actions or blood glucose readings prior to the incident. The pt did not test her blood glucose level while symptomatic on the bus. She administered self-care by consuming glucose, and felt better afterwards. She did not seek medical attention. The patient reported she had experienced symptoms suggesting hypoglycemia during that time, and obtained meter readings of 100 mg/dl on the reported meter while symptomatic. The pt was unable to provide any specific details regarding these hypoglycemic events. On the original date, the pt obtained a blood glucose reading of 100 mg/dl on the reported meter. Within a few minutes her blood glucose level was tested to be 60 mg/dl by a healthcare professional. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt was experiencing no symptoms of high or low blood glucose levels at that time. The pt was treated with 'sweets' to eat. The customer service representative (csr) determined during the troubleshooting that the pt's test technique was correct and the meter was programmed for the correct unit of measure. The csr also determined the pt was incorrectly cleaning the puncture site prior to perform the fingerstick, and was incorrectly storing the test strips outside their original vials, both of which can cause inaccurate readings. The csr walked the pt through a control solution test; the result of 130 mg/dl was within specifications (103-137 mg/dl). The meter was replaced. The patient incorrectly stored the test srips outside of their original vials. The pt adjusted her insulin doses based on blood glucose readings obtained on the reported meter. The pt allegedly experienced symptoms suggesting hypoglycemia, and rec'd treatment with food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.